Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etew1313c82e, serial/lot #: (B)(6), ubd: 31-may-2014, UDI#: (B)(4) ; product ID: etlw1613c124e, serial/lot #: (B)(6), ubd: 05-jun-2014, UDI#: (B)(4) ; product ID: etlw1610c124e, serial/lot #: (B)(6), ubd: 08-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system (etbf2813c166e, etlw1616c93e, etew1313c82e and etlw1613c124e) were implanted in the endovascular treatment of a aaa . A etlw1610c124e limb was implanted approximately 9 years later. The reason for this procedure is unknown. When the patient returned for follow-up, a type ia and a type ib endoleak were noted. The aneurysm measured 55mm. Intervention was performed one day later where a etlw1624c124e and etcf3232c49e were implanted as treatment. Per the physician the cause of the endoleaks was anatomy, specially aortic neck dilation and iliac disease progression.